Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has not been initiated based on the reported information.

Event description:
It has been reported that the transducer gave no measures. The device was removed and replaced with another available product. No patient injury was reported.